Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer used original tandem wall adapter and charging cable, issue resolved when pump began charging, and no shutdown or loss of power occurred, so no further assistance was required.